Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg), with heating reported during charging. Additionally, the patient requested repositioning of the ipg pocket due to weight loss experienced over the past two years. Postoperatively, the patient is doing well and was successfully programmed. The explanted device will not be returned for analysis, as it was retained by the medical facility.